Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 valve, resistance was encountered while removing the delivery system through the tip of the esheath+ post valve deployment. Upon removal of delivery system, the radiopaque marker on the tip of the esheath+ separated from the esheath+. The radiopaque marker embolized and the decision was made to not remove the piece as it was stated as being in a "safe position". The patient tolerated the procedure well.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned for evaluation. However, 3mensio imagery was provided by the facility, and the following observations were made: calcification noted on the patient vasculature, and tortuosity present in the patient's access vessels. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for system components separate during use and esheath+ liner delamination were confirmed empirically by the example picture provided to the field. As reported 'resistance was encountered while removing the delivery system through the tip of the esheath+ post valve deployment. Upon removal of delivery system, the radiopaque marker on the tip of the esheath+ separated from the esheath+. The radiopaque marker embolized 'to safe position' in the distal internal iliac where the operator felt it was safe to leave alone. The patient tolerated the procedure well. Per follow up email with the fcs, the liner was reported to be delaminated.' Follow-up information also revealed that the balloon was not fully deflated. The altered profile of an incompletely deflated balloon can be more susceptible to catch onto the distal tip of the esheath+. The balloon likely caught onto the sheath tip during delivery system withdrawal resulting in the liner delamination. As the radiopaque c-marker band would be exposed with the liner circumferentially delaminated, it would be more prone to dislodging from the distal tip, especially if compounded with excessive device manipulation to retrieve the delivery system through the sheath. A product risk assessment and CAPA was previously initiated to assess the risk and address marker band separation. As such, available information suggests that procedural factors (altered balloon profile, excessive manipulation) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.